Event description:
This notification was opened for review for information received that the philips CPAP device stated that the customer having some issues with filter, seem to have possible had steam or smoke coming out of the customer's device. Customer are using older CPAP currently. No death, no serious harm or injury was reported. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a product malfunction. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported that this notification was opened for review for information received that the philips CPAP device stated that the customer having some issues with filter, seem to have possible had steam or smoke coming out of the customer's device. Customer are using older CPAP currently. No death, no serious harm or injury was reported. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a product malfunction. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Box h has been updated/ corrected in this follow-up report.